Manufacturer narrative:
(B)(4). Batch#: unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused, or contributed to the event.  The lot/batch was not provided, therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an open unknown procedure, it was found the staples had been protruded, and the knife had moved forward slightly when the cartridge was loaded into the jaws before use. No staple fell off. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.